Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing dizziness. Inappropriate programming had prevented the pulse generator from changing modes during an intrinsic atrial flutter. Device reprogramming was performed and the patient would be monitored.